Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd sleeve. A patient returning from surgery to the surgical ward experienced foot drop or paralysis of the perineal nerve. This happened after around 7 hours of intra operative and post operative use of an scd comfort sleeve and was suspected to be the cause of the condition. The foot drop or paralysis of the perineal nerve is causing the foot to drop forwards into plantarflexion. The patient required physical therapy. Add'l info rec'd indicates the sleeve was in the correct position during surgery and not suspected to have caused foot drop.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.